Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding') in a 29-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included bipolar disorder, asthma, uterine polyp, menometrorrhagia, fibroids, vitamin d deficiency, bacterial infection, cold intolerance, uterine leiomyoma, varicella, tooth extraction, vaginal odor, vaginal discharge, bacterial vaginosis and anemia. Family history included hepatitis c (mother). Concomitant products included salbutamol sulfate (ventolin hfa) since 2010 for asthma, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as doxycycline, hydrocodone bitartrate; paracetamol (vicodin) from (B)(6) 2013 to (B)(6) 2018, ketorolac tromethamine (toradol), metronidazole from (B)(6) 2017 to (B)(6) 2017, salbutamol, topiramate from (B)(6) 2015 to (B)(6) 2018 and vitamin d nos (vitamin d). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 14 days after insertion of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast vaginitis"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal. Bleed"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection") and back pain ("back pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia, vulvovaginal mycotic infection, abdominal pain, vaginal infection and back pain had resolved and the anxiety, depression, anaemia, fatigue and dysmenorrhoea had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Patient received treatment for events ¿ pelvic pain , abnormal bleeding, bladder or urinary problems. She received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), back, bleeding menorrhagia (heavy menstrual bleeding),general abnormal. Bleed, bladder/urinary problems vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: satisfactory intratubal essure placement with complete obstruction of bilateral uterine tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, anemia, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of vaginal haemorrhage , yeast vaginitis, updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 26-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included bipolar disorder, asthma, uterine polyp, menometrorrhagia, fibroids, vitamin d deficiency, bacterial infection, cold intolerance, uterine leiomyoma, varicella, tooth extraction, vaginal odor, vaginal discharge and bacterial vaginosis. Family history included hepatitis c (mother). Concomitant products included salbutamol sulfate (ventolin hfa) since 2010 for asthma, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6)2016 for contraception as well as doxycycline, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6)2013 to (B)(6)2018, ketorolac tromethamine (toradol), metronidazole from (B)(6)2017 to (B)(6)2017, salbutamol and topiramate from (B)(6) 2015 to(B)(6)2018. On (B)(6)2013, the patient had essure inserted. In march 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 14 days after insertion of essure. On (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On(B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6)2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast vaginitis"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression, vaginal haemorrhage, anaemia, fatigue, dysmenorrhoea, dyspareunia and vulvovaginal mycotic infection had not resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date(B)(6)2012 and (B)(6)2013. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6)2013: satisfactory intratubal essure placement with complete obstruction of bilateral uterine tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, anemia, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc(product technical complaints) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding') and genital haemorrhage ('general abnormal. Bleed') in a 26-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included bipolar disorder, asthma, uterine polyp, menometrorrhagia, fibroids, vitamin d deficiency, bacterial infection, cold intolerance, uterine leiomyoma, varicella, tooth extraction, vaginal odor, vaginal discharge and bacterial vaginosis. Family history included hepatitis c (mother). Concomitant products included salbutamol sulfate (ventolin hfa) since 2010 for asthma, ethinylestradiol;norgestimate (sprintec) from 1(B)(6) 2016 for contraception as well as doxycycline, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2013 to (B)(6) 2018, ketorolac tromethamine (toradol), metronidazole from (B)(6) 2017, salbutamol and topiramate from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast vaginitis"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression/psych injury"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems vaginal infection") and back pain ("back pain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, genital haemorrhage, abdominal pain, vaginal infection and back pain had resolved and the anxiety, depression, vaginal haemorrhage, anaemia, fatigue, dysmenorrhoea and vulvovaginal mycotic infection had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. She received treatment for pelvic/abdominal, dyspareunia (painful sexual intercourse), back, bleeding menorrhagia (heavy menstrual bleeding),general abnormal. Bleed, bladder/urinary problems vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: satisfactory intratubal essure placement with complete obstruction of bilateral uterine tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, anemia, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events general abnormal. Bleed, abdominal, and back pain, bladder/urinary problems vaginal infection added. Events outcome added for pelvic pain, dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. 787224) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy. Concurrent conditions included bipolar disorder, asthma, uterine polyp, menometrorrhagia, fibroids, vitamin d deficiency, bacterial infection, cold intolerance, uterine leiomyoma, varicella, tooth extraction, vaginal odor, vaginal discharge and bacterial vaginosis. Family history included (B)(6) (mother). Concomitant products included salbutamol sulfate (ventolin hfa) since 2010 for asthma, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2016 to (B)(6) 2016 for contraception as well as doxycycline, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2013 to (B)(6) 2018, ketorolac tromethamine (toradol), metronidazole from (B)(6) 2017 to (B)(6) 2017, salbutamol and topiramate from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 5 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast vaginitis"). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression, vaginal haemorrhage, anaemia, fatigue, dysmenorrhoea, dyspareunia and vulvovaginal mycotic infection had not resolved. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2013: satisfactory intratubal essure placement with complete obstruction of bilateral uterine tubes.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dyspareunia, dysmenorrhea, pelvic pain, anemia, fatigue". Most recent follow-up information incorporated above includes: on 1-aug-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs-depression, mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anemia, fatigue, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), yeast vaginitis. Reporter information, medical history, concomitant drug, family history, events onset date, essure removal date were added. Essure insertion date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.